Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the patient was experiencing chest tightness and discomfort, and the implantable cardioverter defibrillator (ICD) was alerting. It was further reported that the patient was in the influence of an external magnetic field or the interference of internal wires. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.